Event description:
Related manufacturer report number: 2017865-2023-42960. It was reported that the device delivered inappropriate shocks in response to incorrectly interpreted episodes of atrial fibrillation. Upon investigation, the right ventricular (rv) lead was found to be dislodged. The device and rv lead were explanted and replaced to resolve the event. The patient was in stable condition.